Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead model#: sc-4316 lot #: 19438768 description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were redness and swelling. The patient was prescribed antibiotics. The physician believed that the infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were redness and swelling. The patient was prescribed antibiotics. The physician believed that the infection was not device related. The patient underwent an explant procedure.